Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# unknown, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they pulled their lead out, presumably by accident, on the same day. Caller stated that the info they had on patient (pt) was (B)(6) and 978b128. Agent reviewed no mris during trial and reviewed that it would be surprising if the pt truly accidentally pulled the actual lead out versus accidentally puling the extension out. Agent noted the caller may want to follow up with managing doc but at this time an MRI should not be pursued per manufacturer labeling.